Manufacturer narrative:
Concomitant products: dtmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert (lia) triggering for the right ventricular (rv) lead. The lead exhibited two instances of noise that were unable to be duplicated. The lead remains in use. No patient complications have been reported as a result of this event.